Event description:
It was reported that the implantable neurostimulator (ins) battery and ¿9 volt battery light¿ was flashing. It was noted the patient went to ¿get a 9 volt to see what the lights do then.¿ it was further noted a problem with the transmitter was reported. It was noted that a flashing display was observed. It was noted the health care provider (hcp) and manufacturing representative were aware the battery was coming to end of life (eol). It was further noted that the patient adjusted the ins and noticed lights on the ¿back of the programmer¿, the ins and the ¿9 volt battery light¿ flashed. It was noted the patient was concerned because she had a return of symptoms the last two years. It was noted the hcp was aware of ¿the return¿ and ¿possible eol.¿ it was noted the patient experienced a loss of therapeutic effect. It was further noted the patient planned to communicate with the hcp to ¿let them know what was going on.¿ it was noted basic functionality of the device was reviewed. Additional information received reported that the patient had concerns regarding the device or therapy but was working with the hcp or manufacturing representative. It was noted the patient needed help with the device but felt like she was ¿out of sight and out of mind.¿ additional information received reported that the cause of the event was that the ins had migrated and became ¿very superficial" and that the ins battery depleted. It was further noted the battery depletion was normal. It was noted that it was unknown if the issue was due to the leads or extension.

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect and had lost therapy for ¿several weeks¿. There was no report of any falls or trauma related to this event. It was noted that the patient was waiting for authorization for a revision of the lead component. It was also reported that when the patient tried to increase the stimulation they would hear 3 beeps. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3889-28, lot# j0527014v, implanted: (B)(6) 2005, product type lead. (B)(4).